Event description:
Pt had femoral central venous line (cvl) in place. The pt's thigh was noted to be edematous and reddened with increased drainage on the antimicrobial dressing. Cvl appeared to be no longer sutured in place. Cvl was removed. A tear was noted on the wing of the cvl (the suture was still secured in pt but the catheter had torn free). Fluid infiltration ultimately caused deep vein thrombosis which is still being monitored.

Manufacturer narrative:
Evaluation: this event is still under investigation.